Manufacturer narrative:
PMA/510(k)#: k980987 / k161170. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll w/ndl eclipse 25x1 rb has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that when drawing the plunger is sticking a bit. Some sort of reside, bubbly line where the rubber stopper is. Verbatim: when drawing the plunger is sticking a bit. Some sort of residue, bubbly line where the rubber stopper is. 3 boxes of 50. Item: 305787. Lot: 8082064. Sticky clear residue/liquid inside the barrel of syringes. Stated, barely visible but under light, you can see a clear line next to the stopper stated, hard to push plunger rod because of sticky residue/liquid inside barrel stated, some of the residue is "bubbly". Stated, she has 3 boxes with same lot, expiration and reference number only 2 boxes affected, (40 syringes between the two boxes). One incident date: (B)(6) 2019. Expiration date: 2023-03-31. Item: 305787. 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety 25 g x 1 in. Thin wall needle, sterile, single use.

Event description:
It has been reported that the syringe 3ml ll w/ndl eclipse 25x1 rb has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that when drawing the plunger is sticking a bit. Some sort of reside, bubbly line where the rubber stopper is. Verbatim: when drawing the plunger is sticking a bit. Some sort of residue, bubbly line where the rubber stopper is. 3 boxes of 50. Item: 305787. Lot: 8082064. Sticky clear residue/liquid inside the barrel of syringes stated, barely visible but under light, you can see a clear line next to the stopper stated, hard to push plunger rod because of sticky residue/liquid inside barrel stated, some of the residue is "bubbly". Stated, she has 3 boxes with same lot, expiration and reference number only 2 boxes affected, (40 syringes between the two boxes). One incident date (B)(6) 2019. Expiration date: 2023-03-31. Item: 305787. 3 ml bd luer-lok¿ syringe with bd eclipse¿ safety 25 g x 1 in. Thin wall needle, sterile, single use.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.